Event description:
It was reported that the device stopped working. No specific symptoms were reported. The pump was replaced. No patient outcome was reported. The drug contained in the pump was lioresal 1000 mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.